Event description:
The guide wire got stuck in the pioneer catheter, had to pull out of patient's body and once the wire was pulled out of the pioneer catheter, the tip of the pioneer catheter ripped off.